Event description:
A malfunction was reported by the caller on the pump, although no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with this process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump. They were also instructed to reach out again if the issue recurred, to which the caller acknowledged and understood.